Manufacturer narrative:
Although unconfirmed, the customer reported that a quality control sample was processed with sample programming for a different sample. The investigation was limited due to customer response. Based upon the information available it was determined that the most likely cause of the event was operator error while interacting with the instrument. There is no information indicating an instrument malfunction contributed to the event. The vitros 350 instrument was operating as intended.

Event description:
A customer observed that a single quality control sample was processed with sample programming ( test requests) for a different sample. Mis-associated results could lead to inappropriate physician action. The mis-associated results were not reported outside of the laboratory. There was no report of patient harm as a result of this event. (B)(4).